Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: 0 units of 12.95 unit meter bolus verified in bolus history on (B)(6) 2014 at 4:30 am. There was no data in black box from this time due to continued use. Daily insulin delivery totals correctly reflect user's programmed basal rates. The pump powered up normally and paired successfully with a test meter. Boluses were executed using the meter remote with no errors occurring. Pump passed rf testing. The pump passed delivery accuracy test and found to be delivering within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging a rf communication (communication fails during bolus) issue. The reporter stated that the patient had a blood glucose (bg) of 18-20mmol/l with polyuria, polydipsia, and symptoms of dehydration. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and no malfunction was found with the pump. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.